Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006: patient presented with an MRI indicating significant disc disease with some nerve root encroachment. On (B)(6) 2006: patient presented with back discomfort and some component of radiculopathy. MRI reviewed shows a single level degenerative disk disease at l5-s1. Options for treatment were discussed. On (B)(6) 2007: patient presented with persistent back complaints and feels she has failed rather aggressive non-operative care. Patient is ready to move forward with more aggressive options. On (B)(6) 2007: patient presented with a history of persistent back pain. Patient underwent an MRI of the lumbar spine with comparison to a prior study from (B)(6) 2006. Impression: l5-s1, reduced volume/reduced conspicuity of tiny left posterolateral herniation. No mass effect seen on the left s1 root; mild old anterior wedging t12 re-demonstrated with slight disc bulging t11-12. This slightly deforms the ventral surface of the cord. On (B)(6) 2007: patient presented with a pre op diagnosis of diskogenic back pain l5-s1. Patient underwent an anterior discectomy and interbody instrumentation and fusion using allograft bone packed with rhbmp-2/acs and anterior plate l5-s1. No complications were reported. On (B)(6) 2007: patient presented for a post op follow up. She is doing well at this point. Patient did report initially having some nausea several days ago. X-rays suggest the fusion plugs are in good position. On (B)(6) 2007: patient presented with pain in the left ankle. Patient states she stepped in a hole, twisting her ankle. X-rays, ap, lateral and mortise view, reveal a non-displaced fracture of the lateral malleolus. On (B)(6) 2008: patient presented for postop follow up. Surgeon notes patient continues to smoke. Patient is getting more comfortable but still has some vague back discomfort. X-rays suggest the fusion appears to be coming along slowly but surely. On (B)(6) 2008: patient presented for recheck of left ankle fracture, lateral malleolus. X-rays reveal the fracture to have satisfactory alignment, and there is some callus. Patient also presented with injury to thumb. X-rays revealed bennett¿s fracture. On (B)(6) 2008: patient presented with a pre op diagnosis with comminuted fracture of basal first metacarpal left in a patient with osteopenia and is a smoker. Patient underwent an open reduction and internal fixation. No complications were reported. On (B)(6) 2008: patient presented for recheck of fracture of the left thumb pinning. X-rays appeared good. There appears to be some early callous and one of the pins have eroded through the skin on the dorsal side. Pin was pulled. Fracture of the left distal fibula reveals the fracture to be in place with callous. On (B)(6) 2010: patient presented for a MRI of the lumbar spine without contrast. Impression: there is a levoscoliotic curvature centered in the mid lumbar spine. There is associated severe degeneration along the right aspect of the l3-4 disc with associated modic type I endplate degenerative changes in this region. The right neural foramen is not well seen in this area and there could be some narrowing; evidence of prior anterior surgical fusion procedure at the l5-s1 level. There is no evidence for solid osseous fusion. No significant posterior disc material or spinal canal narrowing is seen; mild multilevel degenerative changes throughout the lumbar spine. The most notable areas of spinal canal narrowing are at t11-t12 and l3-4 where the narrowing is mild. There is also multilevel degenerative facet arthrosis which contributes to some mild areas of neural foraminal narrowing. On (B)(6) 2010: patient presented with persistent back pain. MRI image reviewed showed her surgical site looks good, but she does have multiple-level adjacent-level disease. Examination finds patient positive for: depression; insomnia; nervousness; and headaches.